Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer's blood glucose value was 125 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer reports the drive support cap appears normal. Customer did not reported an motor position encoder error alarm. The insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.